Event description:
It was reported by the account via a facility/medwatch form that during unknown procedure, when physician fired stapler, stapler cut but did not staple. No patient consequence. The device was discarded.